Event description:
Healthcare professional reported rupture of the left device, capsular contracture, baker grade ii, and "increasing pain, very painful to touch". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed one opening on the anterior side assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed. Non penetrating nicks ( stress marks). No further actions are required as the device was implanted.